Event description:
Technician alleged the head of the bed is not going up. No patient impact.

Manufacturer narrative:
The technician troubleshot and found a defective hydraulic manifold. The technician replaced the hydraulic manifold to resolve the issue.